Manufacturer narrative:
The service history review identified no indication that the complaint was related to a service of the device within the review period. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump malfunctioned, patient was fine. No patient injury. No additional information available.